Event description:
Tobramycin cement (61971001) was spilt in hospital. There was no nz compliant msds with product to inform on how to treat the spill

Manufacturer narrative:
An event regarding an inquiry about msds involving a simplex tobramycin was reported. Based on the provided information, this event relates to a customer query regarding a spillage of tobramycin cement in the hospital where the customer is looking for the msds. The msds for simplex products can be obtained by contacting stryker customer service. The or handbook, reference lsporb, also provides guidance on spillages and disposal of product. There was no adverse consequences to hosptial personnel reported and there was no patient involvement.

Event description:
Tobramycin cement ((B)(4)) was spilt in hospital. There was no nz compliant msds with product to inform on how to treat the spill

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.